Event description:
The report we rec'd from our affiliate indicated that during a pta to an unknown calcified lesion, the balloon burst at eleven atmospheres. There was no report of any adverse effects to the pt. As per the reporting affiliate, no additional pt or procedural info is available. The product is available for eval and testing; however, it has not been rec'd date.